Event description:
It was reported that the stair chair track was detached and broken from the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.